Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the computer video did not flicker or behave abnormally during any stage of testing. Computer passed all testing with no problem found. Fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. While troubleshooting the flickering monitor the medtronic representative pulled a second navigation system . The medtronic representative used the second navigation system to test the monitors and computer of the original navigation system. Through this testing the medtronic representative determined the cause is not related to the video cable or anything downstream from the video cable. RMA issued; replacement computer shipped to site on 12/1/2015. A medtronic representative replaced the computer, performed a navigation system check-out on and reported all areas passed after the computer was replaced. Medtronic investigation of returned computer is on-going.

Event description:
A medtronic representative reported that, while prepping the navigation system for a case, the mouse and monitor became unresponsive. The medtronic representative performed a shut down of the system and reported upon reboot the system software was functioning normally. The medtronic representative reported after rebooting the system the monitor started flickering. There was no patient present when this issue was identified.